Event description:
Nellcor puritan bennett received a call on 7/28/1998. Called to report the following problem: patient circuit became disconnected from vent at the 6 inch flex tube and exhalation valve.circuit used was 1795 baxter circuit. Patients family member came in to find circuit hanging down below bedding and not touching anything. Low pressure led was lit, but no audible alarm was sounding. Remote alarm was hooked up to vent but not turned on at the time of incident. Patient was given CPR and revived. Source was, also, unable to confirm this failure.